Event description:
It was reported that the patient presented for a follow up in clinic with muscle stimulation due to the implantable cardioverter defibrillator (ICD) exhibiting backup operation. Programming changes were made to restore the device. There were no patient consequences.